Manufacturer narrative:
(B)(4). Review of returned cta¿s 18 months post-implant confirmed that an endurant stent graft system was implanted. The bifurcate was positioned just below the level of the renal arteries. The max diameter aaa measured 4.5cm and no endoleak was seen. The ipsilateral limb was placed up the right side and an extension was seen implanted into the right external iliac artery; the right internal iliac had been coiled. The contra limb (16 x 24 x 82) and contra extension (24 x 24 x 82) were placed into the distal portion of the left common iliac artery. The bifurcate proximal od measured 25mm, and the ipsilateral/right limbs were patent. No stent graft kinks or obvious compression was observed. Thrombus was initially seen within the bifurcate gate, 5mm below the flow divider, along the stent graft inner wall. The reported thrombus ¿sheath¿ was seen within the left contra limbs, beginning several cm¿s below the level of the gate, and extended to the distal end of the contra limb extension. Within the gate the contra limb ID measured 9mm, and just distal to the gate expanded to 15mm. Near the proximal location of the ¿sheath¿ the limb ID was 19mm, measured 19mm ID near the end of the contra limb, and 19mm at the distal end of the contra extension. The thrombus appeared as a continuous occluded channel (similar to a dissecting thrombus) within the limb; several mm¿s in width. Just distal to the contra limbs at the left iliac bifurcation the vessels were non-occluded and initially patent. The left external iliac was 10mm in diameter and minimally tortuous without calcification. However, distally the blood flow down the left leg became occluded within the left femoral artery. No other stent graft issues were observed. The cause of the stent graft occlusion could not be determined from the films provided. Films at implant and earlier post-implant images were not available for review, and more current films after the patient was placed on coumadin were also not provided. It could not be confirmed if flow within the flared contra limbs may explain the observed thrombus due to possible blood flow disturbances as the limb ID flared out distally from 9mm to 19mm. Angiogram¿s were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. This may also have been caused by a patient condition; poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. Approximately one year ago the patient presented with a cold leg due to distal emboli which was surgically resolved. The post-operative CT scan revealed flow disruption in the distal left iliac limb. The physician characterized that as "fibrin sheath" within the left iliac limb that had separated from the graft. The patient was medicated with warfarin sodium, resolving the cold leg, but remains on warfarin sodium medication due to the persistent presence of the "sheath" which appears to disrupt the blood flow within the iliac stent graft limb. The event is continuing. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.